Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: crease fold. Opening of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side "rupture," "exchange of prostheses, so that can have quality of life again," "pain and discomfort," "folds," "nodular formation," "presence of cyst," " asymmetry of the rigidity of the breasts." Nodular formation not related to the device. Device has been explanted.